Manufacturer narrative:
Device cleared, not currently sold in u.s. The investigation could not be completed, no conclusion could be drawn, as no product was returned.

Event description:
A device report received from germany indicates: patient status post pfn 10 mm cannulated 130 degrees left 340mm on (B)(6) 2010. Returned to clinic to discover the pfn was broken. Hardware was removed (B)(6) 2011.